Manufacturer narrative:
The lens remains implanted; however explant is being considered. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent intraocular lens implant in her right eye and is currently experiencing unexpected post op refraction, blurry distance vision, glare, and ocular surface issues. Patient was prescribed zydra. Post op week two, distance visual acuity 20/40, -1.75 + 1.00 x 83. Post op week three, distance visual acuity 20/30, -1.25 + .75 x 100, j3 bcva (best corrected visual acuity) 20/20 - 1. The symptoms have been noted to be interfering with the activities of daily life for the patient. It was reported that the doctor is thinking of replacing the lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.